Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a screen failure. It was indicated that the stylus was not working correctly and the cursor on the screen was sometimes faltering. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a screen failure. The programmer was returned for service. No patient complications have been reported as a result of this event.